Manufacturer narrative:
The root cause was consistent with clogged probes. The probes have been exchanged and no further issues have been reported by the customer.

Manufacturer narrative:
This event occurred in (B)(6). The customer determined two probes in the wash station were clogged. The customer performed corrective maintenance on the system. Since corrective maintenance, the customer¿s qc has been acceptable.

Event description:
The initial reporter received questionable high crep2 creatinine plus ver.2 and albt2 tina-quant albumin gen.2 results for two patients on a cobas 8000 c 502 module. The initial results were not reported outside the laboratory. Patient 1¿s initial crep2 result was 332.3 mol/l. The customer repeated the patient¿s sample on another instrument and the result was 62.9 mol/l. The customer repeated the patient¿s sample on the initial instrument and the result was 61.1 mol/l. Patient 2¿s initial urine albt2 result was 144.3 mg/l. The customer performed repeat testing on the patient¿s sample on the same instrument and the results were 17.4 mg/l and 17.7 mg/l. Crep2 reagent lot number was 468209 with an expiration date was requested but not provided. Albt2 reagent lot number was 460236 with an expiration date requested but not provided. The customer has reported recent aspiration alarms for crep2 and invalid calcium quality control.